Event description:
The customer tested his blood glucose using his contour meters and received readings of 24 and 102 mg/dl. The difference between the readings falls in the "dd" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned.